Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experience occlusion alarm on (B)(6) 2024. Troubleshooting confirmed blockage at site. The infusion was in use for less than 48 hours.customer replaced infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6007051 have already been previously tested in the complaint (B)(4) on 20/may/2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report (B)(4) complaint test report. Device history record (DHR) review: the lot 6007051 was packaged according to the work instruction (wi) version 96, packaged in the machine multivac 10, on 11/may/2024 with a total of (B)(4) units. Welding DHR review: the lot 4e00264 was manufactured according to the wi version 34, manufactured in the machine ls24-ls25, on 09/may/2024 with a total of (B)(4) units. Gluing connector DHR review: the lot 5e00248 was manufactured according to the wi version 37, manufactured in the machine gluing 3, on 07/mar/2024 with a total of (B)(4) units. The lot 5e00253was manufactured according to the wi version 37, manufactured in the machine gluing 3, on 06/mar/2024 with a total of (B)(4) units. The lot 5e00247was manufactured according to the wi version 37, manufactured in the machine gluing 3, on 08/mar/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 30/jun/2025 against malfunction code evaluated occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6007051 and other 1 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.